Event description:
Caller reported a cgm error 42, indicating an issue with the continuous glucose monitoring system. There was no reported impact on the customer's blood glucose level. Technical support provided information for a pump reset and guided the caller through the process. After the reset, the pump no longer displayed the error code, and the caller was instructed to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.